Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter with the verbatim: the head nurse found that the connector did not go after connecting the infusion set during the use of the product on the patient complaint response letter not required, green claim required, sample could not be returned, complaint receipt letter required

Manufacturer narrative:
(B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed